Manufacturer narrative:
The device was tested on the bench using automated testing equipment, and no anomalies were found.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient expired due to cardia arrest. The patient had received ellipse capacitor advisory information and the device was reprogrammed to (4) month capacitor reforms on (B)(6) 2015. There is no known allegation from a health professional that suggests the death was related to the device. No further information is available at this time.